Event description:
A cartridge alarm was reported, with no previous incidents involving the current pump during the loading process. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump and send a new one that includes updated software. The customer was advised on how to use the replacement pump, including instructions on sensor usage, storage mode, and return procedures for the problematic pump. The customer comprehended all instructions, and technical support confirmed the shipping details for the new pump without requiring a delivery signature.